Manufacturer narrative:
Per the clinic, the patient also experienced migration of electrode array to level of facial ridge.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2025 under general anesthesia. There are no plans to reimplant the patient with a new device as of the date of this report.